Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head displayed an e224 error message. The issue occurred when the camera was tested during maintenance. There was no patient involvement.

Event description:
It was reported that the camera head displayed an e224 error message. The issue occurred when the camera was tested during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.